Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. The information reported under manufacturer report (MFR) 3004209178-2019-05863 was previously reported under MFR 3004209178-2018-15900. Additional review indicates this information pertains to MFR 3004209178-2018-15900; any additional information related to this event will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 24-jan-2016, UDI#: (B)(4); product ID: 4351-35, serial/lot #:(B)(4) , ubd: 24-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had been experiencing an increase in their nausea and vomiting symptoms ever since their settings were turned down. The hcp was planning on taking the patient back to surgery to cover the leads with the patient¿s own tissue. The case was scheduled, but cancelled. This issue was not resolved at the time of the report. No further complications were reported or anticipated.